Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that short ventricle-to-ventricle intervals were captured on the right ventricular (rv) lead which caused high and increased sensing integrity counter (sic). The lead was reprogrammed from unipolar to bipolar and remains in use. No patient complications have been reported as a result of this event.